Event description:
It was reported that the device was continuously alarming "high pressure". There was no reported patient involvement.

Manufacturer narrative:
Received one device. Customer concern confirmed, defective/non working downstream occlusion sensor (dso). After the dso sensor was replaced there were no more false high pressure alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.